Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation

Event description:
It was reported that there was a disposable alarm when new cassette was added to the pump. No patient injury was reported.